Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that no airflow was being delivered. Medical intervention was required, including using ambu on the patient. A replacement device was provided, but as ambu was being used on the patient for around 1.5 hours, replacing the device led to a drop in the pressure and insufficient ventilation, which could have caused the drop in the spo2. An ambulance crew added oxygen with the second ventilator, while the patient was being taken to the hospital. The saturation of peripheral oxygen was kept at 98% at that time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that no airflow was being delivered. Medical intervention was required, including using ambu on the patient. A replacement device was provided, but as ambu was being used on the patient for around 1.5 hours, replacing the device led to a drop in the pressure and insufficient ventilation, which could have caused the drop in the spo2. An ambulance crew added oxygen with the second ventilator, while the patient was being taken to the hospital. The saturation of peripheral oxygen was kept at 98% at that time. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.